Event description:
Boston scientific crm received information from the patient that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an infection. Additional information was requested; however, no further information is currently available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
This device has been returned and is undergoing analysis. Upon completion of analysis, this report will be updated.